Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, surgeon side console (ssc) had a non-recoverable fault. The intuitive surgical inc.(isi) tech support engineer (tse) viewed the logs and confirmed errors occurred against ssc 1. Tse advised to perform hard reboot. The system faulted again shortly after rebooting. The tse advised to power down the system and disconnect the affected ssc. The site then rebooted the system and continued with the remaining ssc. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable fault on surgeon side console (ssc), an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the remote arm control (rac) and left master tool manipulator (mtml) of ssc 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci products to perform failure analysis. The mtm was analyzed and reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No trouble was found with mtm 2. The rac analysis is still in progress. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to the second surgeon side console (ssc) after the start of the procedure due to non-recoverable faults against the primary ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm control (rac) to perform failure analysis. The rac was analyzed, but the reported failure could not be replicated. The unit was installed onto a test system and no errors were generated. The complaint regarding repeated non-recoverable faults was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.